Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl surgery, the hd flat panel shows a completely foggy image. The procedure was completed with a normal tv with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A visual inspection of the customer provided images showed the monitor has a foggy screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was confirmed. Factors, which could have contributed to the reported event, include the monitor did not have time to acclimate to the rooms temperature. Please reference user manual warning: do not use monitor under rapid temperature and humidity change condition or avoid cold air from air-conditioning out let directly. No containment or corrective actions are recommended at this time.